Event description:
This event took place in france: on 05/19/2026, we received an ansm declaration stating that the thread of the arthrodesis screw was causing discomfort and irritation to the patient six months after the initial surgery. This was observed and confirmed on an x-ray scan performed eight months after the first procedure, as the patient's discomfort had increased. The patient underwent revision surgery with removal of the implant on (B)(6) 2026. Additional information on may 28: metal string, very discrete so not observed just after implantation, but it migrated later and resulted in the discomfort and pain.

Manufacturer narrative:
Surgeon statement: six months post implantation, the patient experienced discomfort and irritation due to a metal string from the arthrodesis screw. This was observed and confirmed on a CT scan performed eight months after the first procedure, as the patient's discomfort had increased. The particle have not been identified during the initial post op x-ray. However, now that we are aware of the problem, we can indeed see a faint trace indicating its presence part not available for investigation yet. But the available x-ray, post op and at t+8 months, confirms the initial declaration by the healthcare institute. Review of manufacturing records: this part belongs ot a batch composed of 212 parts. All parts inspected visually at least, non nonconformity raised. Downstream traceability: at least 134 parts of the batch have been used without any similar incident reported.